Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic lung procedure. While being applied to the lung, the stapler was unable to fire. The surgeon could press the green firing button and squeeze the handle. A new instrument was used to complete the case. No patient injury.

Manufacturer narrative:
Corrected date: (date received by the manufacturer) the manufacturer was notified about the event on oct 18,2017. If information is provided in the future, a supplemental report will be issued.